Manufacturer narrative:
Age at time of event, describe event or problem updated. (B)(4).

Event description:
It was further reported that difficulty in catheter removal and shaft break occurred, and not balloon detachment as what was previously reported. The target lesion was 20cm in length with a reference vessel diameter of 5.0mm. The balloon was inflated three times for 30 seconds on each inflation. The balloon was completely deflated and was then attempted to be removed however, the device became stuck in the lesion. The physician pulled the device and the shaft broke. The detached portion of the balloon catheter was retrieved and removed intact from the patient.

Manufacturer narrative:
Returned product consisted of a coyote fc balloon catheter in two pieces with an unidentified guidewire. The distal portion of the device was received on the guidewire. The guidewire protruded 172cm from the exit notch. The guidewire was removed with no resistance. There was blood in the inflation lumen. The distal tip was damaged. The balloon was loosely folded. Microscopic examination presented no damage or irregularities to the balloon. Microscopic examination revealed that the shaft was separated at the exit notch. There were numerous kinks around the separated areas. The separated ends of the shaft appeared to be jagged and damaged, which indicated that the separation was due to tensile overload. Microscopic examination and tactile inspection presented no damage to the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that difficulty in catheter removal and shaft break occurred, and not balloon detachment as what was previously reported. The target lesion was 20cm in length with a reference vessel diameter of 5.0mm. The balloon was inflated three times for 30 seconds on each inflation. The balloon was completely deflated and was then attempted to be removed however, the device became stuck in the lesion. The physician pulled the device and the shaft broke. The detached portion of the balloon catheter was retrieved and removed intact from the patient.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that balloon detachment occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for dilatation. After dilatation was performed, the device was attempted to be removed from the patient, however the device came into contact with the lesion. Angiography was performed and detachment of the device was confirmed. The shaft of the device was removed from the patient and the balloon part had remained inside the patient's body. A 6fr mach1 guide catheter was advanced and a non-bsc device was used to trap the detached balloon. The detached balloon was retrieved and removed from the patient. The device was inspected outside the patient and it was confirmed that the balloon had separated at the monorail exit port. The procedure was completed using a 2.0-40 non-bsc balloon catheter. No further patient complications were reported and the patient's status was good.